Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "pain" and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional they injected a patient with 1 syringe of juvéderm® volbella¿ with lidocaine in the ¿dark circles¿ and patient presented with ¿accentuated bilateral edema in topography of the filling¿ 163 days after injection. It was noted, ¿patient complained of pain when symptoms appeared and this pain was due to local swelling.¿ patient was happy with the filling procedure and had nothing else done since the day of injection. Healthcare professional ¿urgently¿ prescribed prednisone 40mg for 5 days, with improvement after the 3rd day. Healthcare professional also stated the injection was performed with ¿assepsia [asepsis] control strategy¿ using sterilized gloves and alcoholic chlorhexidine. Symptoms resolved 5 days after treatment with prednisone. Patient was taking anti-depressants concomitantly with the injection.